Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed and due to first pressure reducer failure. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labelling review: as a result of confirming instruction manual and labelling on the product, there was no abnormality leads to the phenomenon. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A carbon dioxide (co2) leak and failure of the printed circuit board pressure sensor was reported while using the high flow insufflation unit. The issue occurred during preparation for use with no reports of patient harm or patient involvement.